Event description:
During the procedure, green particles were noted in the scrub bowl the device was placed in. The physician stated that the coating was peeling at the proximal end "around where the torque device had been secured." The procedure was completed and there was no clinical consequence to the patient. The patient current condition was reportedly good.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: there was no damage noted to the packaging or the device prior to use the device was prepared and used in accordance with the directions for use. The physician reported that the torque device was securely fastened onto the wire.